Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced chronic pelvic pain, vaginal area pain, dyspareunia, painful urination, worsened urinary incontinence, retention and leakage, urinary infections, vaginal infections, abnormal vaginal discharge, physical pain and discomfort, exacerbated depression and anxiety. It was reported that the patient had and in office revision procedure in 2006 and had a mesh revision in 2008 due to pelvic and vaginal area pain, infections, incontinence and leakage and abnormal vaginal discharge. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.